Manufacturer narrative:
The device was returned and the evaluation states that the seat rails are bent causing the wheel to rub the frame. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The crossbraces won't go into the seat guides.